Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood around the helix. The reported failure "perforation" could not be confirmed.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a heart wall perforation. This lead was successfully replaced. No additional adverse patient effects.

Manufacturer narrative:
The product has been received for analysis. Once the analysis is performed, this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a heart wall perforation. This lead was successfully replaced. No additional adverse patient effects.